Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2022-00546: tests 2 of 2).

Event description:
User reported 2 false positive results. Negative by pcr. This is report 1 of 2.